Event description:
It was reported that the patient' presented at a follow-up in clinic. The atrial leadless pacemaker exhibited high capture thresholds. No intervention was performed. There were no patient consequences.